Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the site was changed. During troubleshooting for the current occlusion, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected.